Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during set up for a surgical procedure, the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
It was initially reported that the blade was returned for evaluation, it was subsequently confirmed that the blade was not returned, only the associated handpiece (B)(4). The handpiece investigation did not identify any issues that may have contributed to this event. The blade was not returned for evaluation.

Event description:
It was reported that during set up for a surgical procedure, the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.